Event description:
It was reported that the customer experienced high blood glucose levels since the last week when she changed her set. The blood glucose reading was 225 mg/dl. The customer stated that she changed her set in the morning and her blood glucose reading went from 350 mg/dl to 225 mg/dl, but there was no correction with a bolus; she explained that her blood glucose levels were slightly coming down because she was running off of the basal rates. Assisted customer with bolus wizard. The customer stated she was going to bolus and check her blood glucose, then call back if her blood glucose levels were still high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.